Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient had a controller exchange as it was not possible to make a proper connection of the power sources. Additionally, it was reported the patient had a battery that would not charge, a shoulder pack that would not close fully, and an ac adapter that would not connect to the controller. The facility replaced all the devices and returned them to the manufacturer for evaluation. There was no reported patient injury related to the reported event. The shoulder pack was evaluated and the reported "damage" event could not be confirmed as all the zippers were able to function as expected. As a result the root cause for said event could not be conclusively determined, however a possible root cause could be attributed to user error/perception. Evaluation of the returned controller confirmed the reported "poor mechanical connection" event for which the root cause was found to be a bent pin in the power source (ps) two (2) connector of the controller most likely a result of improper handling, material durability and assembly interferences. Heartware has an open internal investigation to evaluate these types of issues. The returned cac adapter did not reveal any visual or functional failures; the device performed per specification. The most likely root cause for the difficulties experienced using the cac adapter can be attributed the bent pins found in the ps2 connector. Evaluation of the returned battery confirmed the inability to provide power to a controller and was not able to charge when connected to the battery charger. After internal inspection the most likely root cause for the "not charging" event can be attributed to a defective internal component within the battery. Heartware design controls are in place in order to mitigate the occurrence of these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. The IFU also provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a patient received a controller exchange as the patient and caregiver could not make proper connections to the power sources of the controller, particularly on port two (2). In addition, the patient had a defective battery that would not charge, an alternal current (ac) adapter that would not connect to the controller, and a shoulder pack that would not close properly. All devices were removed from service and the patient was issued replacements. The controller, battery, controller alternal current (cac) adapter, and shoulder pack were returned to the manufacturer. There was no reported patient injury as a result of this event.